Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 140 units. Reportedly, the cartridge was filled with 300 units of insulin. The customer¿s blood glucose level was 183 mg/dl. Reportedly, the customer loaded a cartridge onto the pump.